Event description:
Drew up medication with syringe provided form pt sealed, ensured hub was connected to needle and then while injecting medication the b12 leaked from the hub onto his arm. Syringe provided was bp plastipak 3ml syringe 25g 1" needle lot 3244921, exp 8/31/2028.